Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported two cases of fiber retained in the eye noted after eye surgery. At a post operative visit sterile endophthalmitis was noted in the two cases, steroid medication treatment was provided, condition improved after treatment.

Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A product sample was not returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).